Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance consistently for few months; lead fracture was suspected. During lead revision, damage was noted on the lead. The lead was capped and replaced. The patient¿s condition was stable during and post procedure. The patient was in clinic for post procedure follow-up and no problems were noted.